Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range and a gradual increase. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.